Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code 3191 used to capture additional information - surgical intervention; surgery prolonged device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the surgeon was fixing the zmc fracture with a matrixmidface plate and screws. When fixing the third screw of fourth, at the end of the screwing, the screw head started to disintegrate. They were not able to remove it and left the screw in the patient, burring the head of the screw to make sure it was not sharp. There was a surgical delay of five (5) minutes. Concomitant device reported: unknown matrixmidface plate (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) ti matrixmidface screw self-drilling 6mm. This is report 1 of 1 for (B)(4).